Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the device is not available for investigation since has not been delivered to the failure analysis laboratory yet. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The customer was provided with a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.